Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was observed. During a follow-up, no capture and decrease in r-waves was noted. The decision was made to reposition the lead. While attempting to re-position the physician pierced with lead stylet lead. The lead was removed and replaced. Patient is doing fine and will be followed up normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.